Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On may 16, 2017: litigation received. Litigation alleges high metal ions in the blood, pain, discomfort and inflammation due to friction and wear. Litigation papers indicate two different dois for the patient, however, there is no sufficient information to confirm which is the correct doi. Should there be new information received, this complaint will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Update may 24, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges the patient had to be revised due to metallosis. After review of medical records for MDR reportability, it was reported that the patient had the exact date of implant on (B)(6) 2008. The patient was revised to address metallosis. On the operative notes, it was mentioned that there was a mild amount of synovitis that was present and a very minimal amount metal staining. There was also minimal corrosion at its trunnion. Updated all the product information. This complaint was updated on jun 6, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : cl3el1000. Device history batch : null. Device history review : a device history record (DHR) review was conducted previously on (B)(4). No anomalies or deviations were found during the DHR review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : cl3el1000. Device history batch : null. Device history review : a device history record (DHR) review was conducted previously on (B)(4). No anomalies or deviations were found during the DHR review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.